Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analysis commented that the lead was returned with the helix fully extended damaged and stretched. The helix was able to be retracted, but could not be extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant, the helix would not extend after two attempts at placement of the lead. The lead was replaced. No patient complications have been reported as a result of this event.